Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted as per the mittraclip instructions for use, the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. It was reported that a mitraclip device was advanced to the tricuspid valve to treat tricuspid regurgitation (tr), hence this is an off-label use of the device. There is no confirmed indication that the off label use contributed to the reported complete clip detachment (ccd). A definitive cause for the ccd could not be determined in this case. Foreign body in patient and embolism are results of procedural conditions (as the clip became detached from both leaflets and was fixed in the apex). Additionally, the tr was a result of the procedural conditions of ccd. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Device code 1494: patient selection (use in tricuspid valve)na

Event description:
This is being filed to report clip detachment and recurrent tricuspid regurgitation. It was reported that this was a mitraclip procedure to treat mixed tricuspid regurgitation (tr) with a grade of 4. On (B)(6) 2019, a clip delivery system (cds) was advanced to the tricuspid valve for off label use, and the clip was successfully deployed, reducing tr to 2. On (B)(6) 2019, the patient returned to the hospital for a planned coronary intervention. However, it was observed through fluoroscopy that the clip became detached from both leaflets and was fixed in the apex, increasing mr to 4. The patient denied an echocardiogram. Additional treatment was not provided. There was no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was corrected: on (B)(6) 2019, tr in increased to 4, and not mr.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted the instructions (IFU) for ntr/xtr system states, the mitraclip system is indicated for reconstruction of the insufficient mitral valve through tissue approximation. Based on information reviewed, it appears that the user error (tricuspid valve treatment) contributed to the reported complete clip detachment (ccd). A definitive cause for the reported tricuspid regurgitation (tr) could not be determined. Foreign body in patient and embolism are results of procedural conditions, as the clip became detached from both leaflets and was fixed in the apex. The reported patient effects for foreign body in patient, embolism, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device; therefore, no corrective action is required. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.